Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that failure to deflate and difficulties removing a balloon occurred. A 4.00mm x 150mm, 150cm ranger balloon was advanced to the dilate the long target lesion, but would not deflate completely after inflation. There was difficulty removing the balloon through the sheath, so the sheath was removed to remove the balloon. It was noted that it was fortunate that the balloon was very small diameter of 4 x 150mm long. The procedure was completed. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.

Event description:
It was reported that failure to deflate and difficulties removing a balloon occurred. A 4.00mm x 150mm, 150cm ranger balloon was advanced to the dilate the long target lesion, but would not deflate completely after inflation. There was difficulty removing the balloon through the sheath, so the sheath was removed to remove the balloon. It was noted that it was fortunate that the balloon was very small diameter of 4 x 150mm long. The procedure was completed. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure. It was later reported that the 50% stenosed target lesion was located bellow the knee. The balloon was inflated once for 5 minutes at a max of 14 atmospheres. No patient complications were reported in relation to this event.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that failure to deflate and difficulties removing a balloon occurred. A 4.00mm x 150mm, 150cm ranger balloon was advanced to the dilate the long target lesion, but would not deflate completely after inflation. There was difficulty removing the balloon through the sheath, so the sheath was removed to remove the balloon. It was noted that it was fortunate that the balloon was very small diameter of 4 x 150mm long. The procedure was completed. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure. It was later reported that the 50% stenosed target lesion was located bellow the knee. The balloon was inflated once for 5 minutes at a max of 14 atmospheres. No patient complications were reported in relation to this event.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the returned product consisted of a ranger balloon catheter inside a bsc 6f introducer sheath. The devices were bloody, and there were numerous kinks in the introducer sheath. The balloon protruded 89mm from the tip of the introducer sheath. Analysis of the tip, balloon, markerband, and inner and outer shaft included microscopic and visual inspection. Inspection revealed the tip inverted into the distal end of the balloon, balloon damage (inverted with tip), inner shaft damage (buckling) located 3 to 5mm from tip and on both sides of the distal markerband, the shaft was damaged (stretched) intermittently for 19.5cm starting at the strain relief and stretched 21 to 23cm from the tip. Inspection of the rest of the device found no other damage or defect. An inflation device (filled with water) was attached to the hub of the ranger catheter. Positive pressure was applied, but fluid could not and would not flow through the shaft and into the balloon. The balloon could not be fully removed from the introducer sheath. The reported failure to inflate and difficulty removing was confirmed.